Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of an implantable pulse generator (ipg) system with an antibacterial absorbable envelope, the patient developed an infection. The absorbable antibacterial envelope, both the right atrial (ra) lead and the right ventricular (rv) lead tips, and the swabs from the pocket itself were sent for both aerobic and anaerobic cultures. Antibiotic treatment was necessary. It was also noted that there was an staphylococcus infection in the blood. The ipg system and the absorbable antibacterial envelope were removed. No further patient complications have been reported as a result of this event.